Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced shocking 2 to 3 weeks prior to the report. The shocking went away but came back on (B)(6) 2016. The patient was initially getting jolts and at the time of the report if felt like needles were sticking them when they were laying down or in a certain position. Turning the stimulation off was reviewed with the patient but they noted that the issues were not severe enough to turn off the stimulation. The patient noted that if the jolting got worse they would turn the stimulation off. There were no falls or trauma associated with this event. The patient was indicated for failed back surgery syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the shocking stopped on its own.

Event description:
Additional information was received from the consumer regarding the previously reported shocking sensations. The first time the patient felt the shocking sensations, the patient was at a basketball game and he got a strong shock all of a sudden. He then said that the shocking sensation passed; it had occurred about a month prior to (B)(6) 2016.